Event description:
The subject pacemaker was implanted on (B)(6) 2017. Reportedly, during a follow-up performed on september 2017, the estimated residual longevity was 12 years. The estimated residual longevity was superior to 8 years in may 2018 and superior to 7 years on (B)(6) 2018. The patient was concerned that this was not normal battery depletion. It was also observed that the percentage of ventricular pacing of the patient was initially low (about 1%) and increased up to 96 - 98 % after an atrioventricular node ablation. Preliminary analysis revealed that normal battery depletion occurred.

Event description:
The subject pacemaker was implanted on (B)(6) 2017. Reportedly, during a follow-up performed on (B)(6) 2017, the estimated residual longevity was 12 years. The estimated residual longevity was superior to 8 years in (B)(6) 2018 and superior to 7 years on (B)(6) 2018. The patient was concerned that this was not normal battery depletion. It was also observed that the percentage of ventricular pacing of the patient was initially low (about 1%) and increased up to 96 - 98 % after an atrioventricular node ablation. Preliminary analysis revealed that normal battery depletion occurred.